Event description:
"Surgeons were asking to open another 25+ grieshaber revolution curved scissors, said that the scissors did not function properly, the tip get broken. Kept one of malfunction scissor with the package label to be informed to the manufacture. Per surgeon, patient was informed about possibilities of retained scissors part in the eye and gave options for follow up treatment." Manufacturer response for 25g curved scissor, alcon (per site reporter). They have taken the remaining instruments from this batch for analysis. They have supplied new replacement products.